Event description:
It was reported to philips that the device failed the defib test during the op check. There was a shock equipment malfunction error message at power on. There was no reported patient involvement.